Event description:
It was reported when using the bd pyxis¿ medbank tower, medication was not showing on profile and was not able to override the customer reported that due to the malfunction the user was unable to pull medication clonazepam. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication was not showing on profile, and the user was unable to override the permissions. The technical support specialist (tss) advised the customer that user was not able to override, as user permissions were limited. The tss advised that the medication would need to be added, or the user should be given additional override permissions. The tss then confirmed that the issue had been resolved by the pharmacist by sending the medication stat. The system functioned as intended after the pharmacist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medbank tower, medication was not showing on profile and was not able to override the customer reported that due to the malfunction the user was unable to pull medication clonazepam. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.